Manufacturer narrative:
Investigation into this complaint includes a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: there were no results logs attached to this ticket. As a result, a comprehensive customer data review could not be performed. The other elements of this investigation do not suggest a potential product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877. A pdf that contained both the amplification curves for this run as well as an amp tray analysis was provided. The amplification curve for sample ID (B)(6) (positive result) appeared normal and exhibited the expected sigmoidal shape. The amp tray analysis does not indicate any risk for potential amp tray carryover. Environmental testing was performed and identified a positive result from the eluate heater block. Per the ticket text, the root-cause was most probably a contamination within the instrument. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review:a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 518877. The complaint history review identified 9 additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot 518877. Four tickets are currently elevated and pending an independent investigation, two tickets were closed to troubleshooting as the false positive results were confirmed to be true positives, two tickets were confirmed as associated with carryover and one ticket will be confirmed for abnormal curves. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported a false positive sars-cov-2 result on the alinity m resp-4-plex assay. Sample was retested on the alinity m platform, and the result was negative. Local ambassador asked for potential cross-contamination. Amp kit mapping revealed that cross-contamination would be highly unlikely (only negative samples around false positive sample). The environmental swab testing was performed with eluate heater block came out positive. Cleaning with hypochloride and re-performing environmental swab test led to all environmental swabs negative. One false positive was reported, which was retested on the same day on the same instrument, since the customer performs this re-testing routinely for positive results. The false positive result was not reported outside the laboratory and consequently, patient management was not impacted. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.